Event description:
The patient had a lesion in the proximal left anterior descending branch. The vessel was highly calcified and slightly tortuous with 99% stenosis. Rotablator was conducted at the target lesion to treat the calcification. Then a 3.5 x 23mm cypher stent was delivered to the lesion for direct stenting. While inflating the stent at the lesion the balloon ruptured at 9atm. The stent was under-dilated, so post-dilation was conducted with a balloon. The procedure was finished successfully.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.